Manufacturer narrative:
(B)(4)

Event description:
It was reported that "does not power on from ac". This event happened prior to use. No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "does not power on from ac" was not able to be confirmed as the product was not returned for investigation. According to the service report, the ac filter was replaced. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "does not power on from ac". This event happened prior to use. No patient involvement reported.